Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d2 (common device name). The device was returned to zoll medical corporation for evaluation. The device passed all functional and internal testing with no issues identified. Review of device logs found repeated "pads short detected" events throughout the reported case, along with multiple pads on/off messages suggesting the pads were repeatedly disconnected and reconnected during troubleshooting. Athough the reported isssue was observed in the logs, the issue could not be replicated during testing. The device was recertified and the investigation was closed as no fault found. The device was returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a " short detected" message via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.